Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing shocking sensation higher in her back. The patient will undergo a revision procedure wherein the ipg will be replaced and a new lead will be added.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and a new lead was added. The physician believed that there was no device malfunction suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing shocking sensation higher in her back. The patient will undergo a revision procedure wherein the ipg will be replaced and a new lead will be added.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing shocking sensation higher in her back. The patient will undergo a revision procedure wherein the ipg will be replaced and a new lead will be added.